Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 1.5695" from the distal tip. A piece measuring approximately 1.93mm x 2.83mm was missing and not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the shaft was broken close to the jaws on a maryland bipolar forceps instrument. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The event was also reported in the related MFR 2955842-2025-00989, and the event date was updated based on the additional information.

Event description:
Refer to h11 for follow-up information.